Manufacturer narrative:
Since no lot number is available, a detailed investigation tests on reference samples or batch review can not be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction, if any trends picked up, this will flag on the trips and alerts according to the omqr process.

Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.